Event description:
Pt underwent successful trans-oral endoscopic procedure to place tissue plications within the stomach. Per physician, case on (B)(6) 2011 went well with no obvious issues or complications. Pt left area and returned home. Began developing abdominal pain and fever and presented to hosp on (B)(6) 2011. CT scan revealed small l sided pleural effusion along with a 5cm fluid collection around the spleen near the gastro-splenic ligament. Pt underwent splenectomy and discharged. Usgi medical was then notified on (B)(6) 2011. Per physician, no other sequelae at this point.

Manufacturer narrative:
Doctor felt that the device performed as required, and had no idea at the time of the initial discharge of the pt that there were any potential issues with the pt.